Event description:
Related manufacturer report number: 2017865-2022-05034. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and low p-waves on the atrial lead. The physician elected to explant and replace the atrial lead. During explant procedure, the right ventricular lead became dislodged; the physician elected to explant and replace the rv lead during the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and low sensing were not confirmed. As received, a complete lead was returned in three pieces. Lead impedance test could not be performed due to as received procedural damage to the lead. During electrical testing the lead was shorting due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.